Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/14/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: a review of the pump¿s black box history showed no evidence of motor alarms occurring. The pump was exercised for 24 hours with no motor issues occurring. The pump case was removed and no internal damage was observed. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked along the side from the case seal. The motor issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged that once the ¿pump gets down to 35 units, it seems to not deliver anymore insulin¿. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.